Event description:
It was reported that the physician used the lead cap accessory with the implantation of 2 lead components of the implantable neurostimulator (ins). The physician went back to remove lead cap component using the hex wrench and used the wrench by turning in a counterclockwise motion. It was reported the by doing this, the setscrew connector turned within the lead cap. The physician used both leads and it was noted that no actions were required as a result of the event and no patient injury was reported. The patient outcome was reported as ¿ok¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389-28, lot# v706817, implanted: (b)64 )2011, product type: lead. Product ID: 3389-28, lot# v706817, implanted: (B)(6) 2011, product type: lead. (B)(4).